Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer planned to reset the pump at a later time. There was no reported adverse impact to the customer.